Event description:
Emergency dept trauma pt required placement of foley catheter. Upon receiving order for removal, only 5-6cc of saline from the balloon could be removed. Therefore, the foley could not be removed manually. (Had also cut beyond the valve without success.)